Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "IV pump infused medication past rate set on IV pump". There was patient involvement, but no harm.